Event description:
The enterprise stent system did not pass through the microcatheter and got stuck inside the proximal area. Additional info indicated that prior to inserting, no damages were noticed on either of the products (enterprise or microcatheter). All the products were prep per (IFU) instruction for use guidelines. The user was trained to utilize the product. The enterprise distal tip was not re-shaped. During insertion, it is unk if the tuohy was closed to secure the introducer and allow passage of the stent. A constant and dedicated flush was maintained at all times through the systems. The reported event occurred after the enterprise stent was fully introduced in the microcatheter; however, the microcatheter was not kink or bend. During the event, the stent was still mounted on the delivery system. During removal, the enterprise introducer was fully seated/engaged in the microcatheter hub. The stent was introduced into the hub. The stent was not damaged. After removal from the pt, the stent, delivery system or microcatheter were not damaged. The target site was not lost due to the reported event, however both the microcatheter and enterprise delivery system were removed as a unit. Both products (microcatheter and enterprise delivery system) are going to be returned. No pt info was available. No further info was available.

Manufacturer narrative:
The product will be returned, but it has not been received for analysis. Additional info will be submitted within 30 days of receipt. This is the first of two products involved with this adverse event, which is associated with mfg report# 1058196-2009-00047.